Manufacturer narrative:
Part 03.221.015, lot p095097: release to warehouse date: (B)(6) 2011. Supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the tensioner snapped when released. The repair technician reported the release button was chipped. Damaged component is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair. The vendor reported the teeth on the thumb release were broken. The vendor repaired the device per the vendor work instructions. The item passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure for a periprosthetic femur fracture on (B)(6) 2018, the cable tensioner with pistol grip snapped when released on the 1.7mm cable. Surgery was completed successfully with no delay.concomitant device: 1.7mm cable with crimp (298.801.01s, lot unknown, quantity 1). This report is for one (1) cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).